Event description:
It was reported that the quick bolus/wake button on the customer's insulin pump was difficult to press, often requiring multiple attempts to turn on the pump screen. There was no reported adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.